Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. It was noticed that there was moisture inside the cycler after treatment ended. There is no ill effects to the pt. The sample was discarded and is not available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.